Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012657578 was returned and analyzed. The catheter displayed noticeable issues during inspection. It arrived with a guidewire threaded through it, and the spiral array guidewire lumen was kinked. The spiral array itself appeared inverted and knotted. Furthermore, the nitinol ball was dislodged from the dual lumen. The slide function was stuck, although the shape of the capture device remained standard with no unusual features. The catheter was connected to a test cic without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function was stiff despite softening of the guidewire lumen using disinfectant to dilute potential dried blood. The steering function was normal, with the distal catheter tip responding with approximately 170 degrees (°) rotation in both directions. However, the slide control mechanism was stiff, limiting its full range of motion. The catheter was reprogrammed before connection to the generator via a test cic, and therapy deliveries were successfully performed.¿electrical continuity test revealed intact electrode wires without any detachment or breakage. In conclusion, the reported issues (catheter inverted, knot, retract) were confirmed during testing and analysis. The catheter failed return inspection due to a kinked spiral array guidewire lumen, inverted and knotted spiral array, and the nitinol ball was dislodged from the dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, several issues were encountered. The catheter experienced inversion, became stuck, and did not smoothly retract into the sheath. Additionally, the distal tip of the catheter appeared knotted and was tightly knotted. Several attempts were made to de-knot the catheter and eventually the catheter removed successfully by pulling it into the sheath as far as possible, with the physician removing the sheath and catheter together. Upon inspection outside the body, the catheter was found to be tightly knotted around the distal support strut and the nose of the catheter. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.